Event description:
It was reported that a smiths medical pump failed volume accuracy during acceptance test. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition. The lens plastic protector had been removed. A review of the event history log (ehl) was not applicable. During the functional testing the reported issue was able to be duplicated. While running the accuracy test it was determined that the reading was out of the manufacturing specifications. The root cause of the issue was unable to be determined. The pump was recalibrated and performed an accuracy test which passed.